Event description:
It was reported that during lens insertion the lens haptic bent and broke. The incision was enlarged to removed the lens and another lens of the same model was implanted. Sutures were placed. The inserter that was used during this event is reported under 1119279-2014-00172.

Manufacturer narrative:
The device was returned for eval. Visual inspection found one haptic bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The product was deemed acceptable for release. Based on the current info a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.